Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the consumer via the manufacturer representative (rep) reported that the patient had been using a static magnetic device for menopausal symptoms that was attached to their underwear and was wondering if that could have turned their device off. Note the patient turned up in the clinic with their device switched off and they hadn't realized. The magnet for menopause suspected to switch off the implantable neurostimulator (ins). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the magnet suspected to have switched off the ins occurred in 2018. Actions taken was that the patient taught to check device regularly and to stop using the magnetic device if it persists. The issue was resolved with no further issues. No further complications were reported/anticipated.